Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of five submissions from the same single event. The others are cc127085-line 210847-414, cc127085-line 210849-00417, cc127085-line 210852-00419 and cc127085-line 210854-00420. Device history record review revealed nothing relevant to this event. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained in the patient. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the dfo (distal femoral osteotomy) procedure went well , good alignement of the plate. All screws were drilled with ar-13319. A crack was heard during the fixation of the cortical screws. A fissure is visible in the post op x-ray. The following devices were implanted at the time of procedure: ar-13110r-01 lot 1142477 (cc127085 line 209692), ar-13280-70 lot 10076262 (cc127085 line 210847), ar-13380-42 lot 10081230 (cc127085 line 210849), ar-13380-46 lot 10084866 (cc127085 line 210851), ar-13380-56 lot 1142998 (cc127085 line 210852) and ar-13380-50 lot 10081367 (cc127085 line 210854).